Event description:
It was reported that the patient presented with bradycardia due to loss of capture exhibited on the right ventricular (rv) lead. A chest x-ray was performed and confirmed rv lead dislodgement. The whole system, including the rv lead, was explanted and replaced with a leadless pacemaker system. The patient was discharged.